Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests using truemetrix air meter of 150, 183 and 168 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 134 mg/dl and 139 mg/dl, reading values within the expected range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests using truemetrix air meter of 150, 183 and 168 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 134 mg/dl and 139 mg/dl, reading values within the expected range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 08/27/2016. The meter memory was reviewed for previous test result history: the 157mg/dl (B)(6) 2016 11:00 am fasting:yes, the 167mg/dl (B)(6) 2016 10:57 am fasting:yes, the 150mg/dl (B)(6) 2016 11:41 am fasting:yes, the 183mg/dl (B)(6) 2016 11:40 am fasting:yes, the 168mg/dl (B)(6) 2016 11:28 am fasting:yes. Memory concerns:150mg/dl, 183mg/dl, 168mg/dl. Customer has not had any recent changes in diet, exercise, or medications.